Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was found that the product numbers of the box package and the aluminum package inside were different. Further details are not provided from the hp. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there any photos of the labeling issue available? Did the outer package show any signs of damaged when received? Was the package properly sealed when received? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Events reported via: 2210968-2022-06699, 2210968-2022-06700, 2210968-2022-06695, 2210968-2022-06696, 2210968-2022-06697,2210968-2022-06689,2210968-2022-06691, 2210968-2022-06693, 2210968-2022-06664, 2210968-2022-06687 and 2210968-2022-06685.

Manufacturer narrative:
(B)(4). Date sent to FDA: 09/01/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: the product was not used for the patient. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via events reported via: 2210968-2022-06699, 2210968-2022-06700, 2210968-2022-06701, 2210968-2022-06695, 2210968-2022-06696, 2210968-2022-06697,2210968-2022-06689,2210968-2022-06691, 2210968-2022-06693, 2210968-2022-06664, 2210968-2022-06687 and 2210968-2022-06685.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/19/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: are there any photos of the labeling issue available?=>yes, we will imput the detail later. * did the outer package show any signs of damaged when received?=>no. * was the package properly sealed when received?=>no further information is available. The following additional information was obtained: lot number : sbmqhb =>scmabm. Lot number updated from sbmqhb to scmabm along with product code vcp714d to j772d.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/19/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one open box with twelve foil packets that pertain to product code j772d. Upon visual inspection of the returned box, it was observed that the lot numbers are different between the box and foils. The lot number in the box is scmabm and the lot number in the foil is sbmqhb. In addition, all samples belong to the same product code j772d. Based on the information currently available, wrong, mixed or missing batch was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m events reported via: 2210968-2022-06699, 2210968-2022-06700, 2210968-2022-06695, 2210968-2022-06696, 2210968-2022-06697,2210968-2022-06689,2210968-2022-06691, 2210968-2022-06693, 2210968-2022-06664, 2210968-2022-06687 and 2210968-2022-06685.